Manufacturer narrative:
Additional information was received on august 23, 2021. The following symptoms were noted in addition to the ones reported previously: inflammation, joint disfigurement, intestinal distress, brain fog, exhaustion, adrenal fatigue, stomach pain. This event was reported to the FDA under mw5100824. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent a primary breast augmentation with unspecified mentor saline breast implants experienced autoimmune disorder of rheumatoid arthritis postoperatively. The patient reported suffering with swollen and painful joints, chronic throat clearing, early menopause, anxiety, panic attacks, fatigue, rls, heart palpitations, racing heart, tightness in chest, hot and cold flashes, loss of appetite, stomach pain, weight loss, and feeling as if she were going to die. Rheumatoid arthritis was diagnosed based on bloodwork. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the first of two implants.